Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported she was worried it was infected so she had her husband look at it. Patient stated her husband touched it and there was no heat, it wasn't red and he didn't see any signs of infection. Patient stated it was just really sore. Patient stated she thought maybe she was moving around too much. Patient stated the device is helping with her symptoms. Patient stated the soreness makes moving really hard. Patient stated she could still feel the flutter. The patient was experiencing pain and soreness at the lower back in the area of the incision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.